Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: a review of the black box showed one power on reset event after a low battery alert. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was observed in the battery compartment. The returned battery cap had stripped threads and was unable to maintain an electrical connection. The reported power complaint was duplicated. The test battery cap was able to fit to maintain an electrical connection. The test battery cap was used to complete a 24 hour duration test. No power on reset events were duplicated during this time. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged the battery compartment was cracked, the yellow o-ring was visible, and there was no power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.